Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an alert for all lead impedances out of range on june 23. The device was implanted on july 16. The technical consultant stated that vf detections had been turned on prior to implant, and the alert was never cleared from the memory. The device remains in use. No patient complications have been reported as a result of this event.